Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed slow, retained and formed the remaining 11 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. No conclusion could be reached as to what may have caused the slow feeding. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon always has the device available and routinely uses clips to reinforce the staple line. The device was working fine then started deploying malformed clips. The clips were not scissoring, but the legs were not lining up. This device was able to fire enough good clips that another device was not necessary to complete the case. There were no adverse consequences to the patient.